Event description:
The right total hip was revised and the revising surgeon found corrosion and erosion of both the original metal and palstic components as well as large amounts of foreign body material and granulomatous reaction around the hip.